Event description:
The report received from the database indicated that the patient was reported to have angina at the six-month follow-up visit. The patient had a cypher select plus 3.0 x 13 mm stent implanted in the mid right coronary artery (rca) during the index procedure. Coronary angiography was done and a new lesion was found in the proximal left anterior descending(lad) coronary artery. Stenting of the lesion as attempted with a cypher select 3.5 x 13 mm stent. During this procedure, the stent dislodged due to a technical problem the physician had with the contrast delivery system (acist system) while withdrawing the stent into the guiding catheter. The stent was retrieved and removed surgically through the radial artery. Four (4) days later, a more experienced physician successfully stented the lesion using another cypher select plus 3.5 x 13 mm stent, no additional information was available.

Manufacturer narrative:
The indication for the index procedure was an acute myocardial infarction (ami) with onset of pain greater than/equal to twenty-four hours (=>24 hours) and less than/equal to seventy-two hours (<=72 hours). The ami was a non-st elevation (nstemi), non-q wave, with the location undetermined. The patient was reported to have three-vessel disease and two lesions treated during the index procedure. The target lesion for the procedure was the mid rca. The lesion was reported to be: an in-stent restenosis (isr) of a previously implanted bare metal stent (bms), 3.0 mm in diameter, a 100% stenosis/total occlusion, 10 mm in length, not ostial/bifurcation, irregular, a moderately tortuous proximal segment, not angulated, irregular, concentric, moderately calcified, and type c. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 18 atm. A cypher select plus 3.0 x 13 mm stent was implanted at 18 atm. A satisfactory result was obtained. The stent was not post-dilated. The patient was discharged two (2) days after the procedure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report was received from the study indicating a cypher select plus stent was associated with angina following implantation and another cypher select plus stent was associated with stent dislodgement during use in the patient. The event involved a male with a history of obesity, previous percutaneous coronary intervention with stent implantation, hypertension, hyperlipidemia, smoking and diabetes. This patient's history places him at increased risk of mace. The indication for admission to hospital was an acute myocardial infarction. A coronary arteriogram revealed a 10mm restenotic lesion of bare metal stent described as irregular, moderately tortuous, mildly angulated, concentric, moderately calcified and type c. According to the IFU, the safety and effectiveness of cypher select plus has not been established in patients with tortuous vessels. The reference vessel diameter was 3.00mm. Treatment involved pre-dilation followed by implantation of a 3.00 x 13mm cypher select plus stent at 18atm. Without post-dilation. The rated burst pressure of this device is 16 atm. Use of pressure higher than specified may result in ruptured balloon, intimal damage and dissection. The patient underwent a clinically driven repeat coronary angiogram five and a half months following the index procedure due to angina. This revealed a new lesion in the proximal left anterior descending artery. No vessel, lesion or procedural characteristics were available. The cypher implanted during the index procedure was patent. An attempt was made at implanting the new lesion with a 3.50 x 13mm cypher select plus stent; however, the stent dislodged from the stent deployment system (sds) after withdrawing the sds back into the guide catheter. This was done due to "a technical problem with the acist device" and the need to correct that problem before proceeding with the stent implantation. According to the IFU, should the need to remove the sds pre-stent implantation arise, the entire system must be removed as a single unit. When removing the delivery system as a single unit, do not retract the delivery system into the guiding catheter. The dislodged stent was surgically removed from the patient via the radial artery. Four days later another 3.50 x 13mm cypher select plus stent was successfully implanted at the lad lesion. The index procedure stent remains implanted in the patient. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. The stent and delivery system associated with the dislodgement was not returned for failure analysis. Based upon the available information, it is not possible to conclusively determine the cause of the events, however, there are patient, lesion and procedural factors that may have contributed to them. Please note that this is the initial/final report for this product.